Event description:
Refer to MFR report#: 3004209178-2013-15152.

Event description:
It was reported that the implantable neurostimulator (ins) had been explanted due to suspected "short life after implant." The information was also reported on patient's other ins in regulatory report # 3004209178-2013-15152.

Event description:
Additional information received reported that the patient outcome was "no loss to the patient".

Manufacturer narrative:
Concomitant product: product ID 7426, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)), found no significant anomaly. It was noted the battery was at normal end of life and there was no telemetry or output. Analysis of the 4 wrench accessories (serial/lot# unknown) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.